Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6atm in 5 seconds. The device was removed without problem. The procedure was completed with a different device. No patient complications were reported.